Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported the pink slide did not move forward, indicating a needle mechanism failure occurred. When removed from the infusion site, the patient noticed that the cannula was bent and did not properly insert into the site. As treatment, a new pod was placed.